Event description:
It was reported that upon removing the tibial trial with the lgn offset coupler trial 4mm in position during a tka surgery, the lgn offset coupler trial 4mm broke in two and left the stem and half the offset in the patient and the tibial trial and the other half of the offset outside. They managed to remove the broken half that was in the patient and carried on with the procedure. The procedure was completed, with a non-significant delay, using a s n back-up device.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that upon removing the tibial trial with the lgn offset coupler trial 4mm in position during a tka surgery, the lgn offset coupler trial 4mm broke in two and left the stem and half the offset in the patient and the tibial trial and the other half of the offset outside. They managed to remove the broken half that was in the patient using a combination of hip renovation instruments, mallet and cockers. And carried on with the procedure. The procedure was completed, with a non-significant delay, using a s+n back-up device.

Manufacturer narrative:
H10: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured while mating the coupler trial - male connection to the female connection, rendering the device inoperative. The device shows signs of extensive use. All components were returned. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).